Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during a percutaneous coronary intervention, a balloon used broke off in the left main coronary artery, the patient became hypotensive and the decision was made to place the patient on impella cp support. The balloon in the left main coronary was unable to be retrieved, but the team was able to stent the artery to achieve flows. Despite this effort, the patient continued to decline, and the impella began having suction alarms. Multiple repositioning attempts were made to resolve the suction alarms and the patient was given volume. The patient then coded, and after multiple attempts for return of spontaneous circulation all efforts were stopped and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.